Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for one female patient while running on the alinity I processing module. The qc was in range before and after the discrepant troponin result was generated. The following data was provided (customer's reference range for females is < 15 ng/l and critical high is > 50 ng/l): sid (B)(6): initial troponin result = 303 ng/l; repeat result on same sample next day = < 4 ng/l. The customer stated 2 more samples from the patient were collected and tested after the initial sample and both samples generated < 4 ng/l results. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, in-house testing, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. No increase in complaint activity identified. A review of ticket trending did not identify any related trends for the product for the issue. A review of the device history record did not identify any non-conformances or deviations associated with the reagent lot and complaint issue. Accuracy testing was completed using panels that mimic patient samples using an in-house retained kit of the complaint lot. All specifications were met indicating that lot 56521ud00 is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was not identified for alinity I stat high sensitivity troponin-I, reagent lot 56521ud00.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for one female patient while running on the alinity I processing module. The qc was in range before and after the discrepant troponin result was generated. The following data was provided (customer's reference range for females is < 15 ng/l and critical high is > 50 ng/l): sid (B)(6): initial troponin result = 303 ng/l; repeat result on same sample next day = < 4 ng/l the customer stated 2 more samples from the patient were collected and tested after the initial sample and both samples generated < 4 ng/l results. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: sid (B)(6). (Complete sample ID) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.